Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump is alarming no disposable. Silenced, reviewed settings and attempted to close the clamp but he was not able to locate a clamp. After multiple attempts powered the pump off. Advised he call clinic now for further instructions. He verbalized understanding. Spoke with patient and pump is alarming no disposable. Silenced, reviewed settings and attempted to closed the clamp but he was not able to locate a clamp. After multiple attempts powered the pump off. Advised he call clinic now for further instructions. He verbalized understanding. Patient not affected. Reservoir volume 10.1, rate- 2, given- 81.9. Patient not affected. No product is available for return. No additional information is available.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.